Event description:
Customer reported receiving a reading of 300 mg/dl from her freestyle lite meter which was higher than she felt. Customer further reported after receiving the reading at 9:00am on (B)(6)2010, she took her insulin at 12:30pm and experienced lightheadedness and lost consciousness around 3:00pm. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
It was reported that during a procedure of the left anterior descending artery (lad) the vision rx balloon was attempted to be inflated but there was no stent implant noted on the balloon. The account feels there was no stent initially on the device. The anatomy was checked and no stent was seen. A second vision rx was used to complete the procedure without incident. There was no reported patient effect. No additional information is available.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.